Event description:
It was reported that the tunneler was too soft and too complicated to guide. The product was in contact with the patient. There was no patient injury or death alleged. This event led to an increase in surgery time (exact time not provided). The product was thrown out. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The device was discarded by the customer. An investigation has been initiated based upon the reported info.